Event description:
The customer stated they passed out. Their blood glucose was tested and the result was 36 gm/dl. The customer was rushed to the hospital where their blood glucose was 58mg/dl. The customer was given glucose. Unknown if controls were in use. A request was made for the return of the suspect device and replacement product was sent.